Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to 32 mg/dl while wearing the pod. Symptoms reported include loss of consciousness. The patient reports while driving they had lost consciousness and had a car accident. Once at the hospital, the patient was treated with intravenous dextrose. The patient reports they were discharged from the hospital after 24 hours. The patient reports after this event they are using multiple daily injections as they are out of pods.